Manufacturer narrative:
An event regarding revision involving an unknown shell was reported. The event was confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. A review of the provided medical records by a clinical consultant indicated: "on (B)(6) 2002 she underwent a primary right total hip arthroplasty for a diagnosis of degenerative joint disease of the right hip. On (B)(6) 2015 she had an admission during which a first revision of the right hip was performed on (B)(6) 2015. No operative report for this procedure is available. There are no patient demographics other than a mention of a bmi of 54 on the (B)(6) 2015 operative report representing morbid obesity. There are no operative report of the first, third or fourth revisions and no examination of the explanted components or confirmation of ¿wrong liner used¿. No clinical or past medical history and no serial x-rays are available. Based upon the fragmentary information available for review, no determination can be made for the multiple revisions due to instability of the total hip arthroplasty. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. The event of revision was confirmed however, the root cause could not be determined as insufficient information was provided. Further information such as operative reports, patient history, follow-up notes and x-ray images are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient had a right hip revision due to unknown reasons.

Manufacturer narrative:
The following devices were also listed in this report: unknown osteonics stem size 8/127 degree neck; cat# unknown; lot# unknown, unknown ceramic 28/+0 head; cat# unknown; lot# unknown, unknown liner; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a right hip revision due to unknown reasons.